Event description:
Information received regarding the explanted device notes that the patient complained of syncope. The device exhibited intermittent loss of ventricular pacing. A temporary lead was inserted for back-up pacing. Three days post admittance, intermittent pacing was still seen. Therefore, the device was replaced.